Event description:
The customer reported to olympus, the colonovideoscope tested positive for an unexpected contamination. The issue was found during routine microbiological culture of the scope during reprocessing. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and biopsy/operating channel and the air water channel were tested positive for 4 colony forming units (cfu) per 100 milliliter (ml) of an aerobic microorganisms were the indicators of presence of pseudomonas species. All channels were sampled using microfiltered water / disinfection method. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming units (cfu)/endoscope of microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found following findings: discoloration was found at the light guide rod lens and on the charged couple device cover lens; scratched were found on the suction cylinder and the distal end of biopsy channel was deformed. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no information to judge deviation from the instructions for use (IFU) was identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 4cfu. Bacterial identification: micrococcaceae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.